Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.074" x 0.479" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument broke. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically.